Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD), implanted with another manufacturer's lead, exhibited high out of range shock impedance measurements. A message indicating an open circuit condition was observed and only maximum energy shocks were available. Technical service discussed the programmed therapies would be restored after clearing the message, which would also allow for testing via commanded shocks. An invasive procedure was performed and the lead was replaced. There was a concern the lead had fractured. A new lead was successfully implanted and this device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.